Event description:
Device issue: none. Adverse event: allergic reaction. Onset of adverse event: post stent implantation. It was reported that the pt developed a rash to his buttocks with redness and itching after the ten promus stents had been implanted. The symptoms were noted on (B) (6) 2010. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4). (B) (4). MFR reference# 2024168-2010-00474 for 10 parts included this part# 1009540-28b/lot# 9081361. Eval summary: in this case, there was no reported product deficiency. Allergic reaction is a known adverse event as listed in the promus instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Although a conclusive cause cannot be determined for the reported pt effect, no corrective action will be initiated as there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control (q.c.) Audit inspection is used to verify the product quality.